Event description:
MFR was notified, four years after the event, that a pt in a clinical study was admitted to a medical center with tachycardia, soft blowing murmur, pulmonary hypertension, emphyzema, copd and severe re-stenosis of the mitral valve. An echo showed mitral valve stenosis, rv overflow and a dilated ra. The pt became bradycardic and coded.